Event description:
It was reported that stent damage occurred. During preparation of a percutaneous coronary intervention and outside the patient, it was noticed that a 16 x 3.00 promus premier select stent struts were bent. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a 16 x 3.00mm promus premier select stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted and bunched. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a percutaneous coronary intervention and outside the patient, it was noticed that a 16 x 3.00 promus premier select stent struts were bent. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.